Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: (B)(4), stent graft, implanted: (B)(6) 2015. (B)(4), stent graft, implanted: (B)(6) 2015. (B)(4), stent graft, implanted: (B)(6) 2015.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular (rv) lead. A lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) and for measured impedance variations including high pacing impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.